Event description:
Customer reported that in (B)(6), he had an insulin over delivery and he ended up in the hospital. Customer also reported that he had a low reservoir and he was trying to change it but the insulin pump was shutting off. Customer also has a black circle on the screen. Current blood glucose value was 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.